Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, he successfully completed testing of the 38/42 degree thermostat, the 30/40 degree failed at the 40 degree setting, and overheated until the over-temperature thermostat opened at 43 degrees celsius. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service rep (fsr) replaced the 30/40 degree thermostat in the unit. The fsr reseated the p105 thermostat connector on the printed circuit board (pcb). The unit operated to MFR specifications and was returned to clinical use. If add¿l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.